Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, unspecified poor electrical parameters were observed on the device. The physician decided to revise the atrial lead, however, the atrial lead parameters were acceptable when tested by the pacing system analyzer (psa) during the operation. Additionally, the physician identified a dissociated component in the device header and alleged this to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.